Event description:
It was reported that this right atrial (ra) lead exhibited no sensing, high out-of-range pacing impedance measurements greater than 3000 ohms, and loss of capture (loc) due to fracture. The health care professional (hcp) noted the issues after the ra lead was reprogrammed and tachy therapy was turned off for a surgical procedure. The physician was informed of the reported findings. No adverse patient effects were reported. This ra lead remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Follow up report 1 (additional information): the complaint device was not returned to boston scientific; therefore, product analysis could not be performed. Conclusion code was updated to "cause not established" because the reason for the alleged observation(s) could not be determined. Product record reviews did not identify a product quality issue and analysis of available information did not identify a specific complaint cause. At this point, it can be concluded that unknown factors most probably contributed to the event.

Event description:
It was reported that this right atrial (ra) lead exhibited no sensing, high out-of-range pacing impedance measurements greater than 3000 ohms, and loss of capture (loc) due to fracture. The health care professional (hcp) noted the issues after the ra lead was reprogrammed and tachy therapy was turned off for a surgical procedure. The physician was informed of the reported findings. No adverse patient effects were reported. This ra lead remains in service.